Event description:
Pt put in avaira toric (enfilcon a) contact lenses. Eyes burned badly. Pt had white hazy vision within a few minutes of inserting a new set of contact lenses. Pt did not remove the lens thinking it would go away. Pt experienced pain and redness until the lenses were removed from the eye. Pt went to eye care practitioner and was diagnosed with a mid-peripheral ulcer in the left eye. Pt was prescribed zylet and erythromycin. As of (B)(6) 2011, pt's issue had fully resolved.

Manufacturer narrative:
Event was reported by eye care practitioners office directly to coopervision. This is being reported as a corneal ulcer. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn.